Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The bulkhead was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital discovered during pre-use checkout the bulkhead was not attached to the control panel. This would have caused a large leak and prevented mechanical ventilation. There was no report of patient involvement.